Event description:
It was reported that medfusion 4000 pump not charging. No patient injury reported.

Manufacturer narrative:
Other, other text: please disregard the initial report submitted with the MFR: 3012307300-2022-04607. The report was submitted in error.